Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-30-user applied blood to strip before inserting strip into meter. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter as no address on file.

Event description:
Consumer reported complaint for e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred as soon as the test strip was inserted. The customer was using incorrect testing technique. Customer was erroneously applying the sample to the test strip first and then inserting it into the meter. At the time of the call the customer stated that she felt light headed and had blurry vision. Customer denied the need for medical attention at the time of the call. During the call on (B)(6) 2018, a blood test was performed by customer non-fasting and produced test result of 102 mg/dl using truemetrix meter. The product is stored according to specification in the living room. Test strip lot manufacturer's expiration date is 09/30/2019 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.